Manufacturer narrative:
The complaint cannot be confirmed without the return of the device for evaluation. However, the most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device. Per event description: "an ar-9621-35t tap tip snapped off." It is concluded that the device tip broken off. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9621-35t tap tip snapped off. This was discovered during a procedure. No additional information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.